Event description:
Additional information indicates the device meets or exceeds at least 75% of its expected longevity; therefore, this device is no longer considered reportable.

Manufacturer narrative:
The reported observation of patient receiving message "replace generator soon" was confirmed. The root cause of the reported observation was due to the device claiming elective replacement indication (eri) prior to explant, having normal battery depletion at the time of explant and nearing end of life (eol). Additional information indicates the device meets or exceeds at least 75% of its expected longevity; therefore, this device is no longer considered reportable.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.